Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. B3. The date additional information was received by manufacturer has been used for this field.

Event description:
It was reported that the needle partially retracted. Upon insertion, tech went retract stilet, which would not retract. Response received on 3-mar-2026: does the needle fail to retract? Yes if yes, does the needle partially retract, slowly retract, or not retract at all? We have all 3 occurrences happen. Is there any visible catheter damaged when it appears to be caught on the needle? Nothing visible is there any harm/serious injury to patient? No additional information received on 17-mar-2026: I was made aware that techs had experienced all 3 issue with the needle. I unfortunately was away from the site when the first 2 occurrences happened.

Manufacturer narrative:
The complaint of retraction issues was confirmed from the representative 18g insyte autoguard bc devices that were received in sealed unit packaging from lot #5156125. The investigation of those samples was documented in the investigation for the event from 17feb26. The lot number and samples of the other affected units that experienced needle partial retraction, slow retraction and no retraction were not provided for the investigation. Due to a trend of similar complaints, actions were taken to address these issues. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. Complaints received about this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the data collected for identification of emerging trends.

Event description:
No new information.